Manufacturer narrative:
(B)(4). Report source, foreign-event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reported that during surgery it was not possible to fill the monomer liquid optipac 40 rbc from the bag. The systems have been thrown away, because of contamination. To complete the procedure refobacin bone cement has been used.

Event description:
It has been reported that during surgery it was not possible to fill the monomer liquid optipac 40 refobacin bone cement from the bag. The system has been thrown away, because of contamination. To complete the procedure refobacin bone cement has been used.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record could not be reviewed as the lot number of the product was not communicated. According to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.